Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic incarcerated incisional hernia repair on (B)(6) 2013 and mesh was implanted. On (B)(6) 2017 the patient was admitted to (B)(6) for complications and dr. (B)(6) performed surgery to excise the previously-placed mesh that had separated from the left lower quadrant of her body and was ¿stuck¿ to the hernia sac. Dr. (B)(6) then placed a new mesh to repair the recurrent incisional hernia.  The patient continues to have pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/8/2019.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6)2014 due to recurrent incarcerated incisional hernia at (B)(6). No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent removal of physiomesh on (B)(6) 2017 by dr. (B)(6) at (B)(6) center.